Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted at abdomen on (B)(6) 2015. Upon removal of the sensor pod, patient was not able to locate any portion of the sensor wire. Patient stated that the transmitter was snapped into place at the time of sensor removal. Patient reported that approximately 1 week prior to contacting dexcom on (B)(6) 2015, he noticed a bruised area about 2 inches in diameter, had appeared on his abdomen. Patient stated that the bruise was coming from the inside out. Patient believes that the bruising was from a sensor wire that was missing upon sensor removal on (B)(6) 2015. Patient reported that a nurse inserted the reported sensor. The sensor was worn for 7 days, without starting a sensor session. Patient wore the sensor to see if he could tolerate it. Patient's nurse removed the sensor on the 7th day, (B)(6) 2015, and sensor wire was not attached to the sensor pod. Patient reported that he went to the hospital on (B)(6) 2015, for internal bleeding. Patient does not know what caused the internal bleeding. Patient reported having a cat scan (CT). CT scan revealed sensor wire was found near the starting point of the internal bleeding. Patient stated that there is no proof if the sensor wire was the cause of the bleed, other than it was located near the bleeding site. Patient stated that the doctor recommended for the patient not to have it surgically removed, as the body will eventually push the sensor wire out. No medication was given to the patient for the reported event. At the time of contact, the patient stated that he feels fine. No additional event or information is available.